Event description:
Received a telephone call from clinical consultant cardinal health to report a pca demerol overinfusion event. She was with a new customer; the medical center. After loading dose was administered, a post operative pt became non responsive with a decrease in oxygen saturation to 64%. Oxygen delivery was increased, the head of bed was elevated and pca shut off. No narcotic reversal agent used and pt recovered without sequelae in 40 mins. Order was for demerol with a loading dose of 12.5mg and a pca dose of 5mg/10 min. Customer was setting up the device and noticed the label on syringe read 30mg/30ml. The "mg/ ml" (custom concentration) programming feature was used. Loading dose was administered. Pt became non-responsive after the loading dose. Pharmacy and nursing mgmt contacted. Pharmacy determined the syringe was mis-labeled. Actual concentration of demerol in syringe was 300mg/30ml.

Manufacturer narrative:
Pt info requested and all available info is included.